Event description:
A facility paramedic attended to a patient; condition was not reported. Reportedly, when an attempt was made to deliver pacing therapy to the patient, the pacer would not function. No additional details concerning the event were reported.